Event description:
Patient is on pfo precautions, so all IV lines have a baxter interlink system filter extension set attached at the end. Upon morning IV assessment, a reflux of blood was notated in the baxter filter extension attached to the grey lumen of the cvc. This poses an infection risk, therefore it needed to be changed. At first attempt to disconnect the filter device from the cvc lumen, it was very difficult. It twisted easily, but the male adaptor of the baxter filter would not come loose from the port of the grey cvc lumen. At this point, rn used metal kelly clamps to grip onto the end of the baxter filter and attempt to detach it from the cvc. While doing this, the male adaptor of the baxter filter broke off, leaving it remaining inside the port of the cvc. Because of this, only a green curos cap can be twisted onto the end of the lumen (not a red, occlusive cap). Line was left triple clamped and with a green curos cap screwed onto the end.